Manufacturer narrative:
Examination of the returned device confirms the reported event of tip breakage. The overall condition of the impactor suggests moderate/heavy usage as scratches/gouges are present on the device. It should be noted that the reported device was re-worked in (B)(6) 2007 for unknown reasons. A complaint database search on the provided product code found similar reports which were attributed to misuse and or product wear out. Based on the overall condition of the impactor the root cause is being attributed product wear out and suspected misuse. Based on the root cause of product wear out and misuse, corrective action is not needed. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Tip of the pinnacle cup inserter broke off.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.